Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the bioraptor knotless suture anchor pulled out after deployment. The procedure was completed with a smith and nephew back up device using an additional drilled bone hole., a void was left in the patient. There was a delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that there were no clinical factors found which would have contributed to the event, nor could a causal relationship between the s&n device and the reported adverse event be confirmed. It is unknown if the IFU, bioraptor¿ knotless suture anchor, was adhered to. The impact to the patient was the voided bone hole and the delay greater than 30 minutes. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.